Manufacturer narrative:
According to the technician's statement, the reported issue was confirmed. It was clarified that the rail was almost completely detached, as one of the screws is no longer there. There is no explanation for how it got damaged and if the screw felt out or broke. Replacement of the rail is required to resolve the issue. The rail is a mounting rail system designed to hold accessories e.g. Clamps for the support arm or humidifier. Photo of the damaged part was not available. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective rail.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's side rail was damaged. There was no patient harm. Manufacturer's ref. #: (B)(4).